Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, software version: 2.1.0 work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the screen kept going back and forth through screens. This issue caused a less than an hour delay. There was no reported impact to patient.

Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, there was insufficient information to determine whether a software anomaly co ntributed to the reported behavior. The logs and archives were reviewed, and three sessions were captured on the reported date of the issue. According to the logs, multiple task transitions were observed. Among them, only one transition between tru images tru occurred within 35 seconds and was identified as a quick transition, while all other transitions took more than 2 minutes. The issue could not be reproduced using the provided archives, and no "gui" errors or other abnormalities were captured in the logs or archives that could explain the reported behavior. Previously reported codes, b01 and c19 are applicable as well as newly reported code, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.